Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying an error message related to temperature issue was not observed during functional testing and archive data review. No device malfunction. Unrelated to the reported complaint, cracked top cover was observed during visual inspection. This type of physical damage can be attributed to user mishandling. During functional testing, no issues were observed. During archive data review, no issues were observed on the reported event date. After replacement of the top cover, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Manufacturer narrative:
Zoll has received the autopulse platform and is pending investigation. A follow-up report will be submitted when the autopulse platform investigation is completed.

Event description:
It was reported that during a cardiac arrest patient use, the autopulse platform system (sn (B)(4)) displayed an error message related to temperature issue. The error message could not be clear, customer switched to manual cardiopulmonary resuscitation (CPR). No patient consequences were reported.